Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation, creases fold and wear abrasion. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "pain and rupture'. The device has been explanted.

Event description:
Healthcare professional reported left side "pain and rupture'. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain and rupture'. The device has been explanted.